Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging "diagnostic test failed. The device was in patient use at the time of the event. There was no report of patient harm. A trilogy ev300 ventilator was sent to a third-party service center for evaluation. During the evaluation of the device at the third-party service center, the device failed a diagnostic test step (flow verification positive and negative flow measured vt failed). The technician recommends replacing the system board and machine flow sensor to address the issue. There were no error codes recorded in the device event log. New information/correction made to box e- initial reporter: the initial information provided for the country of occurrence/initial reporter was incorrectly documented. The correction is made in this report in box e.

Event description:
The manufacturer received information alleging "diagnostic test failed. The device was in patient use at the time of the event. There was no report of patient harm. A trilogy ev300 ventilator was sent to a third-party service center for evaluation. During the evaluation of the device at the third-party service center, the device failed a diagnostic test step (flow verification positive and negative flow measured vt failed). The technician recommends replacing the system board and machine flow sensor to address the issue. There were no error codes recorded in the device event log.